Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the implantable cardioverter defibrillator exhibited noise. Programming changes were made and the patient was stable before, during, and after.

Manufacturer narrative:
Upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) for the reported event of noise. The reported event is being reported in MFR # 2017865-2018-18358.

Event description:
New information received reported that the right ventricular lead exhibited noise and not the implantable cardioverter defibrillator.